Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. Failure event was observed during analysis. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located at the proximal region of the lead.